Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received insulin flow block alarm and experienced high blood glucose levels of 27.0 mmol/l. Troubleshooting was performed. The customer was advised that the insulin pump was working as designed. The customer treated high blood glucose levels with insulin pump. The customer was advised that the alarm was caused by infusion set and reservoir. The customer insisted on replacing the insulin pump. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis. Frn-mmt-332a-rsvr. Unomed inf set.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. The insulin pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing.